Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not deflate. No patient complications were reported. The device was discarded and no other information was given. Actual occurrence date is unknown.

Manufacturer narrative:
It was originally reported from the customer that the device would not be returned. However, the device was returned for examination. We received one 120404f catheter without the packaging for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal windings were found to have slipped distal on the catheter tip and unraveled. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The distal windings appeared to be in good condition and there are no missing components. Note this condition is not severe enough to keep the balloon from deflating. The catheter body appears to be in good condition. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.